Manufacturer narrative:
No product problem was identified in investigation. Investigation of the reagent kit lot used for testing of the alleged sample did not identify any issue. As the alleged sample generated CT values that indicate the concentrations of this sample is at or below the limit of detection of the assay for both targets. As per table 12 lod determination in the method sheet (09179909001-03en, doc. Rev. 3.9), this would correspond to a hit rate of less than 38.1%. As such, results can waiver between positive and negative in replicate testing as observed here with the alleged sample. (B)(4).

Event description:
A customer alleged one patient sample generated a positive result on both target 1 and target 2. Repeat test generated a negative result for both target. Result was released but the customer did not clarify which result was released and they are not sure which result is accurate. No harm is indicated in case. Information regarding sample type and collection was requested multiple times but was not provided. Review of the customer provided data indicates the patient is generating late CT values for both target 1 (34.8) and target 2 (36.4), for the alleged sample, which indicate that the concentrations of this sample is at or below the limit of detection of the assay. As per table 12 lod determination in the method sheet (09179909001-03en, doc. Rev. 3.9), this would correspond to a hit rate of less than 38.1%. As such, results can waiver between positive and negative in replicate testing as observed here with the alleged sample. No product problem was identified in investigation. Product is performing as intended.